Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an atrial arrhythmia. As a result, the crt-d provided multiple inappropriate anti-tachy pacing and shock therapy, resulting in therapy exhaustion. The physician prescribed an oral medication and there have been no additional reports of arrhythmias for this patient at this time. A local area sales representative and technical services discussed the concerns regarding allocation of logbook storage for the episodes. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.